Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 537mg/dl with polydipsia and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.